Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings and a bolus wizard anomaly from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer treated the high blood glucose readings with a manual injection. The customer stated that he tried to give a bolus and it did not give the correct amount. The customer stated that he had less than 50 carbs, and when he used his bolus wizard it only calculated 3.2 units which he did not think was right. The customer stated that he tried again and it calculated 6 units. The customer was advised to remove the reservoir without being disconnected. The customer was advised to monitor the pump and contact his health care provider regarding the high blood glucose readings.